Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller indicated the relion prime was giving high readings. Patient has been a diabetic and has been for 30 some years and usual readings are between 80 - 150s. He has been testing with various meters and his usual meter was not working (not an arkray brand meter) so they contacted that company and they will be sending them a new meter, but said it could take up to 10 days to receive it so they went to (B)(6) and bought the relion prime to use in the meantime. They came home, tested and they received a 161, which she felt was good. Then he ate and when he got ready for bed it was 339 so he took lots of insulin and went to bed. In the morning he received a 167. He then tested all day and was receiving readings in the 300 - 400s, including a 461, and continued to take lots of insulin. He has not experienced any symptoms, but he only receives symptoms when he becomes hypoglycemic. He does not have symptoms if he becomes hyperglycemic so they always have to keep a close eye. He does not always wash his hands or change lancet. Caller does not have control solution. Replacing product.